Event description:
On the same day of the carotid stenting procedure, the patient experienced a neurological deficit of aphasia. The patient also developed hypotension which was treated. The patient is a (B) (6) male with a critical asymptomatic stenosis of the left proximal internal carotid artery. The patient was enrolled in the (B) (6) study. The lesion involved the ostium, proximal, and the mid segment of the left internal carotid. The vessel was described as moderately tortuous with two bends of forty-five degrees. An angioguard distal protection device was placed distal to the lesion and the lesion was pre-dilated with an aviator 4x30mm balloon. A precise 8x40mm stent was placed and post-dilated with an aviator 5x30mm balloon. Post intervention, there was less than 20% residual stenosis with adequate flow into the external carotid artery and distal internal carotid. Post- procedure the patient developed right upper extremity weakness and a stroke alert was initiated. The patient also developed hypotension which was treated with norepinephrine and recovery of the focal signs. A cat scan was performed and was negative for any intracranial hemorrhage. A carotid doppler revealed a widely patent stented areal of left carotid artery. The duration of the neurological deficit is unknown and the recovery was partial, with minor residual.

Manufacturer narrative:
Concomitant medical products: norepinephrine, fentanyl, heparin. Concomitant devices: aviator 4x30mm balloon, an aviator 5x30mm balloon. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00206 and 1016427-2010-00029.

Event description:
Account alleged corrosion was found on the power supply board.

Manufacturer narrative:
Information was received via the (B)(4) study that during a precise carotid artery stenting with use of an angioguard embolic protection device the patient developed hypotension which was treated with norepinepherine with recovery of focal signs. Post procedure, on the same day of the carotid stenting procedure, the patient experienced a neurological deficit of aphasia and slight deficit related to right and squeeze pressure. At index procedure the (B)(6) male had a critical asymptomatic stenosis of the left proximal internal carotid artery (ica). Medical history included hyperlipidemia, coronary artery disease, coronary percutaneous revascularization, and hypertension. Baseline (B)(6) score was 0. The lesion involved the ostium, proximal, and the mid segment of the left internal carotid. The vessel was described as moderately tortuous with two bends of forty-five degrees. An angioguard distal protection device was placed distal to the lesion and the lesion was pre-dilated with an aviator 4x30mm balloon. The lesion was not resistant to pta. A precise 8x40mm stent was placed and post-dilated with an aviator 5x30mm balloon. Post intervention, there was less than 20% residual stenosis with adequate flow into the external carotid artery and distal internal carotid. Post- procedure the patient developed right upper extremity weakness and a stroke alert was initiated. A cat scan was performed and was negative for any intracranial hemorrhage. A carotid doppler revealed a widely patent stented area of left carotid artery. The duration of the neurological deficit is unknown and the recovery was partial, with minor residual. The patient was discharged five days post procedure to rehab with a (B)(6) stroke score of 3 and (B)(6) score of 3. Antiplatelet therapy included pre-procedure, post-procedure and discharge aspirin and clopidogrel. Heparin was given intra-procedurally. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. Stent placement and mechanical manipulation may cause stimulation of these baro-receptors initiating a reflex via the glossopharyngeal nerve resulting in a decrease fall in blood pressure. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that design or manufacturing issues contributed to the hypotension at the end of the procedure. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective or preventative actions will be taken at this time. Neurological symptoms including aphasia and extremity weakness are known adverse events associated with carotid artery stenting procedures. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris. Based on the available information, factors that may have influenced the post procedure events include patient, procedural, pharmacological, and lesion characteristics. There is no indication that it is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00206 and 1016427-2010-00029.